Event description:
Complainant alleged that while attempting to defibrillate an 86-year-old male patient, the device failed to discharge. Complainant indicated that the clinician switched the device to manual mode and then back to AED mode to continue treating the patient. The device worked as expected and completed treatment of the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. Review of the device log showed on the first analysis, the device identified that a shock was advised and the defib charged, but rescue protocol was then exited 7 seconds later, disarming the device by internal discharge. Five minutes later the rescue protocol is re-entered, and three shocks were administered before the case ended. The device passed all testing successfully, was recertified, and returned to the customer. No trend is associated with reports of this type.